Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, customer replaced cartridge and resumed insulin delivery. Customer¿s blood glucose level was 123-179 mg/dl.